Event description:
The consumer reported a false positive result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2022. Repeat testing was not performed. Confirmation testing was not performed. Prior testing was performed using a quidel rapid antigen test on (B)(6) 2022 which produced a negative result. The consumer confirmed there was no harm due to the test results. Additionally, the consumer confirmed there was no delay or impact in treatment.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported a false positive result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2022. Repeat testing was not performed. Confirmation testing was not performed. Prior testing was performed using a quidel rapid antigen test on (B)(6) 2022 which produced a negative result. The consumer confirmed there was no harm due to the test results. Additionally, the consumer confirmed there was no delay or impact in treatment.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot: 212799 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number: 195-160 / lot: 212799, test base part number: 195-430wl / lot: 209883. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot: 212799 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance or the specific patient sample. D4: expiration date: 10/14/2023. H3 other text: single use, device discarded.